Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that the battery reciprocator device would power ¿on¿ without pressing the trigger. This event did not occur during surgery. It was reported that there was no delay to a planned surgical procedure, and unspecified spare devices were available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not provided. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. The battery reciprocator device was evaluated and the reported condition of the device powers on without pressing the trigger was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the device had an unknown liquid inside the unit, and the gear box was damaged (not turning smoothly). The assignable root cause of this condition was determined to be due to improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.